Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the o2 saturation level as not normal. The perfusionist stated, "after rewarming the patient on cpb, the fx 15 oxygenator was not delivering normal levels of oxygen to the patient's blood. Bypass was terminated and the oxygenator was changed out. A new oxygenator was cut into the bypass circuit, and the procedure continued successfully without patient harm. No known impact or consequence to patient. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo had not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).